Event description:
On (B)(6) 2011, pt reported the up button on the infusion device is no longer responding to presses properly. Pt stated, the button is erratic in responding. Pt stated, she first noticed the issue about 6 months ago while attempting to increase a bolus. Pt reported, the button pops out when pressed and released. Pt stated, the button sometimes work and sometimes it doesn't. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.